Event description:
It was reported that the caller stated that they were cooling a baby at 33c, and patient was 34c when therapy started. However, the arctic sun device seems to have cooled the patient to 29c. Water temperature (wt) was 40c, flow rate (fr) was 3.3lpm, nurse confirmed pad coverage was good. Rectal probe slaved to bedside correlating (patient temperature (pt) was now 32.5c). Checked event log and noted alarm 15 (unable to obtain stable patient temperature (pt)) and alert 50 (patient temperature (pt) one erratic). They recently changed the probe. Had flex temperature in cable and patient temperature remained stable. It was possible these issues were with the previous probe and replacing the probe fixed this issue. Device seems to be responding appropriately now. In second call from upmc for same patient. They continued to get alert 50 (patient temperature erratic) and alarm 15 (unable to obtain stable patient input). They just replaced the temperature in cable. Explained that they should watch for these alerts and alarms and if they continue change the patient probe.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated that they were cooling a baby at 33c, and patient was 34c when therapy started. However, the arctic sun device seems to have cooled the patient to 29c. Water temperature (wt) was 40c, flow rate (fr) was 3.3lpm, nurse confirmed pad coverage was good. Rectal probe slaved to bedside correlating (patient temperature (pt) was now 32.5c). Checked event log and noted alarm 15 (unable to obtain stable patient temperature (pt)) and alert 50 (patient temperature (pt) one erratic). They recently changed the probe. Had flex temperature in cable and patient temperature remained stable. It was possible these issues were with the previous probe and replacing the probe fixed this issue. Device seems to be responding appropriately now. In second call from upmc for same patient. They continued to get alert 50 (patient temperature erratic) and alarm 15 (unable to obtain stable patient input). They just replaced the temperature in cable. Explained that they should watch for these alerts and alarms and if they continue change the patient probe.